Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the subject underwent surgery for a spinal cord stimulator implant on (B)(6) 2021. At her post operative visit on (B)(6) 2021, her generator incision was noted to be extremely bruised. At her activation appointment on (B)(6), 2021 her generator incision was note to have a large eschar. The generator was not turned on at that time. As she lives more than 3 hours from the office, she was asked to send weekly pictures of the wound. Over the next month the eschar was decreasing in size. There was no sign of infection. On (B)(6) 2021, she called stating that she felt a pop at the incision site, and the eschar had opened exposing the generator. She was told to go to the nearest emergency room. Hcps stated that the generator and leads had to be removed. The generator and leads were removed on (B)(6) 2021. A culture was sent of the tissue, however, there was no sign of infection. She was placed on prophylactic antibiotics, keflex 500 mg qid for 10 days.  This could have been a reaction to the generator metal, the reason is unknown. There is nothing that would have been done differently. She was placed at risk for infection when the incision opened. The patient is healing well. She was to be seen in the office on (B)(6) 2021, however, did not have a ride. This office will be seeing her on (B)(6) 2021. She is sending weekly pictures and prn if there is a concern.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was there was severe bruising at generator site which subsequently turned into a large/deep eschar that eventually led to the system being removed. It was reported that the event resulted in an unscheduled clinic or officevisit. It was clarified that the issue was not related to the device/therapy, but was possibly related to the implant procedure incisional site/device tract.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: 2021-09-03 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6)2021 product type lead product ID 977a290 lot# serial#(B)(4) implanted: (B)(6)2021 product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6)2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp indicated that the patient had severe bruising then scabbing their ins site seen on (B)(6)2021, then large eschar formed by (B)(6)2021. This was followed closely and was not improving. Taken to surgery for removal on (B)(6)2021. The underlying cause was the patient was keeping ice on the wound continuously unbeknownst to the physician which caused "frost bite."

Manufacturer narrative:
Continuation of d10: product ID: 977a290; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: lead; product ID: 977a290; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: lead; product ID: 977a290; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.